Event description:
Boston scientific received information that this heart failure lead had dislodged. The physician decided to replace this lead with a new lead. This lead was explanted and a new heart failure lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed that the tip of this lead was intact and undamaged. No other tests were performed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This lead met specifications.